Event description:
Caller states that she noted a lead warning but could not find the date that the lead warning occurred. Caller states that device is presently programmed unipolar and capture thresholds fine 0.5v@0.4msec and she doesn't see anything on the trending. Caller did not print out the lead impedance trending page and asked caller to re-interrogate and review the notable data there. Told caller that the patient's last cl transmission had 43 low impedance (<200 ohms) on (B)(6) 2024. And it would be good information to know if that count has significantly elevated. Hcp (healthcare provider) re-interrogated and found that lead polarity switch occurred on (B)(6) 2024 measured unipolar impedance 395 ohms with a minimum 239 ohms and a maximum of 713 ohms. Caller also noted that there are now 629 low impedance counts on the device. Caller states that she is going to call over to the hospital that the patient was sent from to see if they had any information of non-capture or oversensing in the bipolar configuration and then talk with her cardiologist of plan of care for this patient regarding potential lead issue in addition to potential generator change. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).